Event description:
Pt. Transferred to facility from another facility on 12/9/97 s/p anterior wall mi with cardiogenic shock. Tci pneumatic lvad placed 12/9/97. Pt with bleeding post-op which required re-operation for tamponade on 12/10/97. Otherwise uncomplicated post-op course. On 12/25/97 pt. Experienced confusion, decreased level of consciousness, expressive aphasia, & right hemiparesis which was thought to be an extension of first stroke. CT scan showed large lt mca infarct and small area of hyperdensity in the deep subcortial area. As of jan. 19, 1998 pt was stable. The plan is to continue to rehabilitate so that pt is candidate for transplant. Device remains in pt at this time.